Event description:
Following prostate operation, the pt had an inflatable penile implant inserted. The implant has a reservoir in the groin and pump in the scrotum. Pt's penis is grossly misshapen and implant is very unsatisfactory. (*)